Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing appeared discolored with white and yellow "particles" on the tubing. Reportedly, the discoloration did not move through the tubing, indicating that it was not an issue with the insulin. Customer's blood glucose level was over 400 mg/dl. The customer declined to change supplies and continued to use the pump for insulin therapy.